Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause for reportable malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the plastic distal end cover had a burn, foreign material in the server plug-in, forceps elevator had a burn, adhesive around lg lens was peeled. There was no patient involvement.